Event description:
Customer reported she bumped into something and the freestyle libre 2 sensor detached from her arm. As a result, customer was unable to obtain readings and experienced a loss of consciousness. No treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor ((B)(6) ) has been returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive, no issues were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device is "lost". An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she bumped into something and the freestyle libre 2 sensor detached from her arm. As a result, customer was unable to obtain readings and experienced a loss of consciousness. No treatment was reported. There was no report of death or permanent injury associated with this event.